Event description:
The lay user/patient contacted animas alleging that the subject pump has self-rebooted approximately 10 times in the past week. The patient becomes aware of the self-reboot when she hears the pump beep and notices the verification screen. The patient claims immediately after confirming the verify screen she receives a loss of prime warning which requires her to complete the full rewind/load/prime steps. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing; multiple reboots were observed in the black box history. There were no unusual activities noted in the history leading up to the reported malfunction. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.